Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a peeled adhesive at the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the event caused by stress of repeated use, external factors, or handling of the device. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.